Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system's laser displayed an error message during a procedure. Another system's laser was used to complete the surgery on the same day. In a follow up, the technician reported that there was no harm or injury to the patient. Additional information has been requested.